Event description:
A digoxin result on one pt sample was reported as <0.4 ng/ml. A repeat result on the same pt sample was 0.8 ng/ml. Pt treatment based on the initial result did not cause harm. For a second pt sample, the analyzer produced a ,.04 ng/ml result. A repeat result on the same pt sample was 2.1 ng/ml. The initial result was not reported to the floor, so pt treatment was not initiated, altered, or stopped due to the initial digoxin result.